Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 41-year-old female patient who had essure inserted (lot no. C18710) for female sterilisation. The patient had a medical history of nicotine dependence, parity 2, menarche (at age 13), alcohol use and past tobacco smoking (1 pack per week). Obstetric history: none past medical history: she denies. Family history: noncontributory. Social history: she denies the regular use of tobacco, alcohol or drugs. Previously administered products included: mirena and mirena. The patient had a family history of diabetes mellitus, hypertension and familial hypercholesterolemia. Concurrent conditions were listed as leiomyoma since (B)(6) 2022, abnormal uterine bleeding since (b)(^) 2022, dysmenorrhea, latex allergy, dysmenorrhea and abnormal uterine bleeding. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2023, 2921 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic total laparoscopic hysterectomy and salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: another expiration date: (B)(6) 2017. On (B)(6) 2015 normal left tubal ostium and after the coil was placed, coils were visible outside of the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 45.255 kg/sqm. [Pathology test] on 08-jun-2023: diagnosis: uterus with cervix and bilateral fallopian tubes, robotic total laparoscopic hysterectomy and salpingectomy: cervix: - squamous metaplasia endometrium: - inactive pattern myometrium: - leiomyoma serosa: - no pathologic alteration fallopian tubes: - paratubal cyst specimen source: a uterus, cervix and bilateral tubes clinical information: diagnosis/clinical information: uterine leiomyoma post-op diagnosis procedure: robotic total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy gross examination: fallopian tubes: right: no significant pathologic changes observed left: no significant pathologic changes observed. [Physical examination] (date unknown): on her last visit to this office, she weighs 229 pounds, blood pressure 122/86. Batch number cs00hww is not valid. Batch number c18710, manufacture date 2014-01-29, expiration date 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-aug-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 41-year-old female patient who had essure inserted (lot no: cs000hw, c18710) for female sterilisation. The patient had a medical history of nicotine dependence, parity 2, menarche (at age 13), alcohol use, past tobacco smoking (1 pack per week) and. Obstetric history: none past medical history: she denies. Family history: noncontributory. Social history: she denies the regular use of tobacco, alcohol or drugs. Previously administered products included: mirena and mirena. The patient had a family history of diabetes mellitus, hypertension and familial hypercholesterolemia. Concurrent conditions were listed as leiomyoma since on (B)(6) 2022, abnormal uterine bleeding since on (B)(6) 2022, dysmenorrhea, latex allergy, dysmenorrhea and abnormal uterine bleeding. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2023, 2921 days after essure insertion, she underwent cc (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic total laparoscopic hysterectomy and salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: another expiration date :31-oct-2017. On (B)(6) 2015, normal left tubal ostium and after the coil was placed, coils were visible outside of the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 45.255 kg/sqm. [Pathology test] on (B)(6) 2023: diagnosis: uterus with cervix and bilateral fallopian tubes, robotic total laparoscopic. Hysterectomy and salpingectomy: cervix: - squamous metaplasia, endometrium: - inactive pattern, myometrium: - leiomyoma, serosa: - no pathologic alteration, fallopian tubes: - paratubal cyst. Specimen source: a uterus, cervix and bilateral tubes, clinical information: diagnosis/clinical information: uterine leiomyoma, post-op diagnosis procedure: robotic total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy, gross examination: fallopian tubes: right: no significant pathologic changes observed. Left: no significant pathologic changes observed. [Physical examination] (date unknown): on her last visit to this office, she weighs 229 pounds, blood pressure 122/86. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.